Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation set had the patient line cap that was ¿very loosely attached¿. This was further described as, when the ¿nurse had removed patient guidance from the ring of the cap and the patient guidance detached from the cap¿. This was observed "during use" for an unspecified process step of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.